Manufacturer narrative:
Final pump analysis revealed no anomaly found-normal device function. Final catheter analysis of distal piece 31.3cm-attached to proximal piece with a pin connector revealed no anomaly found - acceptable catheter testing.

Event description:
It was reported that there was an open wound at the pump pocket. No patient symptoms were reported. The report indicated that there was no patient injury; recovered without sequela. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.